Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the undesirable coverage for the patient's pain was secondary to lead placement and not due to malposition of the lead. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the pt experienced an undesirable change in stimulation with an undesirable coverage of pain (pain relief was not achieved). The issue was due to the malposition of the leads. A surgical repositioning was performed on (B)(6) 2009, to position the leads bilaterally at the t6 vertebra. The pt resolved without sequelae.